Manufacturer narrative:
As the subject device is not returned yet, the investigations conclusion is not available. The follow-up MDR will provide the investigations results.

Event description:
Reportedly, on (B)(6) 2025, the bluetooth is defective and multiple freezes occured.

Manufacturer narrative:
Analysis of the subject returned did not highlighted the reported event. The smarttouch tablet works correctly and no freeze occured when interrogating devices. Information regarding the device interrogated and its serial number were not available for analysis. The programmer will follow the normal workflow of repair and will be sent back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the bluetooth is defective and multiple freezes occured.